Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and regreased. The filament and generator were calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had a low ma error message. No pt injury was reported.